Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has two pinholes at the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications nor injuries were reported.